Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte retainer, patient reported that they had 2 surgeries on their lower teeth and jaw area due to damage caused by their lower retainer. Treatment stopped.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.